Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements during follow-up. Boston scientific technical services (ts) reviewed device data and noted the out-of-range measurements dated back to the oldest recorded measurements approximately one year prior. Ts discussed possible causes and suggested methods to assess the patient's system. The physician chose to revise the patient's system and replace the rv lead. Connection to the device was tested at revision and no anomalies noted; no additional tests were performed and the lead was surgically abandoned and replaced. This ICD remains in service. No additional adverse patient effects were reported.